Event description:
The device was used during a video assisted thoracic surgery lobectomy. Reportedly, the device did not form half of the staples. Used another device to finish the procedure. No pt injury was reported.